Manufacturer narrative:
Lot number and device manufacture date requested but has not been provided. A medtronic representative went to the site to test the equipment. The navigation equipment passed the system checkout. The system was found to be fully functional. The suspect device has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the impact disc on a spine instrument ratcheting handle broke during a spine fusion surgery when the surgeon was hammering on the device. The surgery was completed with navigation. There was no impact to the outcome of the patient.

Manufacturer narrative:
Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer, further engineering review of the complaint history at this account found that the reported issue was similar to an existing hardware investigation documented in a medtronic navigation hardware anomaly tracking database.